Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level was 401 mg/dl. Troubleshooting was performed for high blood glucose levels. Customer changed out the infusion set and high pressure test was successfully performed on the insulin pump. Customer advised they will change the settings on their device and update the sensor to complete troubleshooting for high blood glucose levels. Customer will call back to complete troubleshooting process.